Event description:
It was reported that during a davinci si prostatectomy procedure, the customer noted that the clamp was dislocated at the base of the precise bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with a frayed pitch cable located at distal clevis hub. No damage was found at the clevis. Frayed segment was approximately 0.03 in length. No other cable damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.